Manufacturer narrative:
Patient weight is unknown this report is for an helical blade/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Additional product code: hwc. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported a revision surgery occurred on (B)(6) 2016 of a trochanteric fixation nail advance (tfna) construct. The surgeon wanted dynamic locking of the blade. Three (3) weeks postoperatively the x-rays showed that normal collapse was taking place and it appeared the blade was sliding as well. Six (6) to nine (9) weeks postoperatively the helical blade had cut out of the femoral head and migrated medially. The nail, helical blade, and screw were removed and the patient was revised to a total hip implant. All devices were removed intact. The implant date was unknown, but the same surgeon completed the original and revision surgeries. There was no surgical delay and no additional medical or surgical intervention. Patient was reported as stable post operatively. This provided x-rays were reviewed by the manufacturer and it was noted that the blade medial migration could be confirmed. This report is for an unknown helical blade. This is report 2 of 2 for (B)(4).